Event description:
It was reported that the device does not recognize the cassette. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The downstream occlusion (dso) sensor needs to be calibrated. The dso sensor was calibrated and the device passed all testing.